Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a tiny glass fragment found underneath the check-band. No other cause of back-flow was found during the examination. The glass fragment was introduced into the fluid pathway during filling by the customer without the use of a filter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(6) that one (1) ce infusor was observed leaking at the location of the fill port during filling. There was no patient involvement. No additional information is available.